Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked keypad connector on the lcd board. The keypad traces was inspected and no anomalies were noted. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the unresponsive buttons. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not being able to deliver a bolus due to buttons not responding. Customer's blood glucose was 476 mg/dl, which was treated with manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced.